Manufacturer narrative:
The site declined to provide patient information, referencing japan national privacy laws. Medtronic representative verified the accuracy intraoperative, took an empty image using c-arm laterally, then proceeded to navigation. Software investigation has not been completed as patient logs/exams have not been returned to manufacturer for analysis. No patient logs/exams returned.

Event description:
A medtronic representative reported that, while in a fluronav spine procedure, navigation on the l4 lateral images was inaccurate 3-4mm caudally. The surgeon was using phillips c-arm bv pulsera (analog) to acquire images with fluoro wireless tracker 9in. When the inaccuracy was noted the surgeon went back one step in the software, placed a probe in the field and took an image. The surgeon confirmed the probe had not moved, activated the image and returned to navigation. It was next confirmed the virtual probe model did not overlap with the actual x-ray shadow. The surgeon also confirmed the frame had not moved, and the x-ray technologist had not flipped or rotated the images on the c-arm. Fluoro was used to complete the procedure without the use of the navigation system. There was no impact on patient outcome.